Manufacturer narrative:
(B)(4). Date sent to FDA: 07/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: two packets of product code vrb259 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. H6 component code: g07002 - device from same lot/batch returned from user. Related events: 2210968-2021-05216.

Manufacturer narrative:
Pc-(B)(4) date sent to FDA: 06/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: two packets of product code vrb259 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. H6 component code: g07002 - device from same lot/batch returned from user. Additional information was requested and the following was obtained: what is physician¿s opinion as to the etiology of or contributing factors to this event? --the surgeon didn't know the specific reason. They use the suture following the normal way without any change, and they didn't meet such a situation before. So the surgeon suspected whether the weather had an effect or whether there was a quality problem with this lot of suture. What is the patient current status? The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date of initial procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) How was the suture tied? (Square knot or multiple knots one end?) Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the broken suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the patient current status? Surgeon¿s name? Related events: 2210968-2021-05216 and 2210968-2021-05217.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) How was the suture tied? (Square knot or multiple knots one end?) Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the broken suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Surgeon¿s name? Can you confirm that product will be returned for analysis? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events: 2210968-2021-05216.

Event description:
It was reported that a patient underwent an episiotomy on an unknown date in early (B)(6)2021 and suture was used when sewing the perineum. The wound split around 5 days after operation, and the suture was found to be broken by examination. Then the suture was removed, and anti-inflammatory treatment was given to the patient. The wound was sewed again with silk suture, and the patient recovered well now. Additional information has been requested.